Event description:
Spacelabs received a report that a central station monitor, model 91387, failed to alarm for a 10 beat run.

Manufacturer narrative:
The customer monitor tech stated that a 10 beat run was found during a retrospective review and the central station monitor did not alarm for the run. A spacelabs field engineer (fse) visited the customer's site and tested the subject devices. Both transmitter and receiver were still being used on the original patient before the testing. All tests outlined in the service manual passed and alarms were generated at the central station as designed. The patient retrospective data was provided to spacelabs for further evaluation. The investigation is underway. No one has been injured as a result of this alleged malfunction. Spacelabs will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
The event was found by a monitor tech upon retrospective review of clinical data in ics-g2, which is a spacelabs software interface presentation of historical patient data. The patient was on a telemetry transmitter (model 90343) which sends ECG signals to a telemetry receiver module (model 90478). The ECG algorithm located in the telemetry receiver module processes ECG signals and determines alarm status, sending alarm messages for display to the telemetry central monitor (model 91387-38). Ics-g2 uses a different ECG algorithm for an analysis report of historical ECG data; therefore, alarm states may differ from the ¿real time¿ display at the central monitor. Additionally, ics-g2 contains a folder of alarms that did occur at the telemetry central monitor as well as a waveform review folder which allows the customer to apply their own alarm criteria to the data. It is unclear from the complaint description or the 10 second waveform strip of patient data provided by the customer which area of ics-g2 data the monitor tech referred to when the complaint was made. On site testing of the involved devices by a spacelabs field service engineer confirmed that all equipment worked to specifications. The testing was witnessed by a facility staff member. The retrospective 10 second waveform strip of patient data provided by the customer was reviewed by a spacelabs lead software engineer. Spacelabs asked for the data relating to the event, but this was the only data provided by the customer; there were no alarm logs, alarm history, analysis review reports or compressed waveform reports provided (that would have been located in the ics-g2 database). The waveform strip shows a suspected 10 beat run of vtach with an average rate of 146 in a patient with a pacemaker. However, vtach cannot be conclusively determined from the data provided. As identified in the user manual, the receiver module ECG algorithm requires 32 beats to obtain the average beat rate, which is required to determine if a particular rate is faster than the average. Without such data the algorithm cannot determine if the prematurity requirement for vtach identification is met. There is not enough data in the waveform strip to make this calculation. Additionally, some of the beats in the suspected vtach event change in slope and morphology and this could have prevented classification as vtach. In conclusion, we cannot conclusively determine root cause of the reported failure. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a telemetry central monitor failed to alarm for a 10 beat run of ventricular tachycardia (vtach) at 8:29 a.m. On (B)(6) 2014. No one was injured as a result of this event.